Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working and alarmed motor error. Customer indicated that the pump rewind was stuck at the motor error screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting was unable to be performed as the customer was on their way to an appointment and indicated they would call back. No further details given.